Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to high blood glucose levels, with a reading of 27 mmol/l and ketones. The customer was put on an insulin drip, and her blood glucose levels dropped to 7 mmol/l. Once the customer was put back on the insulin pump, her blood glucose went back up to 24 mmol/l. Troubleshooting was not possible as the mother did not have the insulin pump with her. The mother was advised to call back for troubleshooting. Nothing further was reported.